Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Tthe product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual "test sound" test was performed and passed. Functional tests were performed and passed. The audio speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint due to screen wake-up being found in the log within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.